Event description:
The technician alleged the side rail is broken at the top of the rail post where the pt control unit and communication module mounts to the side rail posts. No pt impact.

Manufacturer narrative:
The technician found the side rail was in the down position and no one at the account knew how the side rail had gotten broken. The technician replaced the side rail to resolve the issue.